Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) event site telephone:(B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) was not pumping. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Event site name: (B)(6) hospital. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that when the device was operated with a catheter and an iabp simulator connected, it was working fine. The fse was unable to replicate the issue the customer had faced. Device passed the performance and safety checks according to factory specifications.